Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon ruptured. The target lesion was in the tortuous left anterior descending artery (lad). The physician had advanced the 3.0x16mm taxus express2 drug eluting stent (des) to the 90% stenosed, calcified lesion. The stent was deployed with the stent delivery system balloon inflated to 14 atmospheres (atms). The physician attempted to reinflate the delivery balloon when it was noticed that the pressure did not increase and that the balloon had ruptured. The stent remained implanted. The balloon and stent delivery system were completely removed from the pt. There were no pt complications reported and the pt's condition was listed as "good".